Event description:
Literature reference: ahlawat sk, et al. "Day-to-day variability in acid reflux patterns using the bravo ph monitoring system". J clin gastroenterol 2006;40(1):20-24. Ninety pts underwent capsule placement over an 8-mo period. This study evaluated the safety, performance, tolerability, and day-to-day variability in acid reflux patterns using a wireless ph sys. The capsule failed to deploy from the catheter in one pt.

Manufacturer narrative:
This report is being submitted following an internal audit.